Event description:
A malfunction alarm labeled "malf 0" was reported by the customer, even though no notable events occurred prior to the issue. The issue was not reported to have caused the customer¿s blood glucose level to exceed 500 mg/dl. The customer planned to use a backup insulin pump to ensure uninterrupted insulin delivery. Tandem technical support confirmed the shipping address, instructed the customer to set the pump in storage mode before returning it, and agreed to send a replacement pump.